Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-02439. It was reported patient experienced ineffective therapy following a car accident that happened in the early part of 2019. Physician ordered imaging which confirmed the leads had migrated. To address the migration, surgical intervention may take place at a later date.